Manufacturer narrative:
The implicated product is a dual port with an attachable open-ended 10.0 fr catheter in a peel-apart percutaneous introducer sys. The product rec'd for eval is a dual port. A short segment of catheter tubing is fitted over the port stem and a cath-lock secures the tubing in place. The complete assembly measures 1.7 inches long. No other tubing is included with the complaint sample. Viewing the port from above with the stem pointing toward the examiner, the left septum is partially dislodged between the 11 and 3 o'clock positions. A lot history review is not possible as no lot number has been provided. Gross and microscopic (5x) examination of the port reveals an indeterminate number of needle puncture sites in both septums that appear to be the result of non-coring needles. A significant leak flows out of the left reservoir where the septum and water is observed exiting from the left port stem. No leaks are noted as the right reservoir is pressurized until the septum bulges. The port stem is likewise undamaged and without defect or occlusion. This implies the dislodged septum may be the result of over-pressurization. The complaint file indicates the port had been in place for "several years" without indication of previous problems. It is presumed the bunched tubing did not negatively impact device function. The complaint of a dislodged septum is confirmed. It should be recorded as user-related. It is unlikely the septum spontaneously dislodged from the port. The complaint file documents the "home health agengy (was) unable to flush (the) port." This suggests that an occlusion may have been present in either or both reservoirs or catheter lumens. Septums remain securely seated within a port when pressurized in excess of 150 psi. The usual cause of septal dislodgement is exceeding this pressure during fluid administration. The product instructions for use cautions against exceeding 25 psi during infusion to prevent damage to silicone catheters and vasculature.

Event description:
The port was placed several yrs ago via right subclavian. The home health agency was unable to flush the port so the pt was admitted to the hosp on 10/16/97 for removal and replacement of port due to the continued need of vascular access. After removal of the port, it was noted that one of the septa was dislodged.